Event description:
It was reported that frost formed on the needle shaft. An iceforce 2.1 cx 90 degree needle was selected for a renal cryoablation procedure. Three additional needles were used for the procedure, and all tested fine. After each needle was placed in the renal tumor, the freeze began. All four needles started to freeze, and towels were placed under the tubing to prevent frostbite on the skin. An ithaw error appeared on the console for the needles in channel 1a and 4a. There was no temperature displayed, but argon could be heard moving through the console. Nine minutes into the first freeze, a scan was performed, and the ice ball was acceptable to the physician. The needles were moved during the passive thaw to another channel, and the second freeze was started. The needles still reported ithaw errors. It was noted that during the second freeze, the fellow had noticed that two of the needles had started to freeze along the shaft and were freezing the skin in a circular pattern at their entry site. The anesthesiologist used a big hose that blew hot air onto the needles and entry site for approximately 10 minutes before removing the needles. No significant burn was observed after the needles were removed. The patient was kept at the hospital overnight for observation after a minor hemorrhage was observed, which the physician determined to be unrelated to the cryoablation devices. The next day, it was reported that the patient was doing fine. It was further reported that during a follow-up, it was discovered that the patient did develop a frostbite wound. A skin graft is planned to treat the injury.

Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park. H6: impact code was updated. Device evaluation by manufacturer: an iceforce 2.1 cx 90 degree needle was returned for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noted. The needle was connected to the icefx console, and a two-minute confidence test was performed. The test performed normally. A five-minute freeze in gel was performed and frost was noticed on the shaft. The needle was disassembled and evaluated under a microscope for abnormalities. It was noted that there were abnormalities in the vacuum insulation tubing. The tubing showed some discoloration on the tubing. The frost on the shaft was confirmed. The I-thaw was not confirmed.

Manufacturer narrative:
Device evaluation by manufacturer: an iceforce 2.1 cx 90 degree needle was returned for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noted. The needle was connected to the icefx console, and a two-minute confidence test was performed. The test performed normally. A five-minute freeze in gel was performed and frost was noticed on the shaft. The needle was disassembled and evaluated under a microscope for abnormalities. It was noted that there were abnormalities in the vacuum insulation tubing. The tubing showed some discoloration on the tubing. The frost on the shaft was confirmed. The I-thaw was not confirmed.

Event description:
It was reported that frost formed on the needle shaft. An iceforce 2.1 cx 90 degree needle was selected for a renal cryoablation procedure. Three additional needles were used for the procedure, and all tested fine. After each needle was placed in the renal tumor, the freeze began. All four needles started to freeze, and towels were placed under the tubing to prevent frostbite on the skin. An ithaw error appeared on the console for the needles in channel 1a and 4a. There was no temperature displayed, but argon could be heard moving through the console. Nine minutes into the first freeze, a scan was performed, and the ice ball was acceptable to the physician. The needles were moved during the passive thaw to another channel, and the second freeze was started. The needles still reported ithaw errors. It was noted that during the second freeze, the fellow had noticed that two of the needles had started to freeze along the shaft and were freezing the skin in a circular pattern at their entry site. The anesthesiologist used a big hose that blew hot air onto the needles and entry site for approximately 10 minutes before removing the needles. No significant burn was observed after the needles were removed. The patient was kept at the hospital overnight for observation after a minor hemorrhage was observed, which the physician determined to be unrelated to the cryoablation devices. The next day, it was reported that the patient was doing fine.